Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The account indicated, that no additional information would be provided. No autopsy was performed, and heartmate 3 lvas, serial number (B)(6), was not returned for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death, in section 1, ¿introduction¿. The relevant sections of the device history records for (B)(6) were reviewed, and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient passed away. The cause of death is unknown. Autopsy was not performed and pump was not returned for evaluation. It is unknown if the pump was explanted. No additional information was provided.